Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. A revision procedure was performed and the lead was explanted. A replacement lead could not successfully be implanted at the time. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that the patient's coronary sinus was perforated during this left ventricular (lv) lead dislodgement revision procedure. The lead is not expected to be returned. No additional adverse patient effects were reported.